Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "cross symbol" was on the heartstart mrx. There was no patient involvement.